Event description:
It was reported to philips that the customer wanted to verify the correct operation on the device. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer wanted to verify the correct operation on the device. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) 3rd.mar.-2022) this case is wrongly created based on gfe feedback and is now closed as non-complaint. H3 other text: there is also no wo created meaning it was most probably a wrong info / decission to create this case.